Event description:
The customer reported that while the iabp was in use on a pt, the iabp did not switch to pressure trigger when ECG signal was lost. The iabp went into standby. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company representative was unable to duplicate the reported problem. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).